Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was losing access to sound with the device. No trauma has been observed but the child is reportedly unsteady on his feet. Re-implantation is being considered.